Event description:
I had lasik surgery in (B)(6) 2013. I had dry eyes after surgery. Right eye is okay now but the left eye is continually getting worse (drier) which prompted me to report my status. User facility: (B)(6).